Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer auxiliary 2-1 had multiple failed pockets. A field service engineer (fse) ran the hardware test application (hta), cleaned the pockets and trays, and replaced the failed pocket c6 to resolve the issue. The fse tested and verified that the drawer and pockets were all functioning fine. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, station had experienced an error message "requires maintenance". The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.